Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfired.

Event description:
It was reported that during the procedure, two capio devices misfired. The procedure was completed using a third capio device. No patient complications were reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2025-77408 for the first capio slim device, and for the second capio slim device.